Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred. This resulted in an unexpected restart. During the service center evaluation of the device, a self-test failure was also observed. There was no patient injury reported as a result of this incident.